Event description:
New information received noted that the lead was capped on (B)(4) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The left ventricular lead exhibited high impedance and did not capture. The patient was not pacemaker dependent. Programming changes were made. The patient was stable, and will continue to be monitored.